Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date as event date not provided.

Event description:
It was reported distal tip detachment occurred and the device was retrieved. The target lesion was located in the circumflex artery. A 190cm, straight-tip marvel guidewire was selected for use. However, during the procedure, it was noted that the guidewire tip broke off while attempting to cross the lesion. The device was retrieved from the patient and no product was left in the patient's body. There were no patient complications nor injuries reported.